Event description:
(B)(4). I began having irregular periods and periods much heavier than typical. Abdominal pain began after the third month of this. Bleeding began occurring 20+ days out of the month with lots of large clots. I was diagnosed with anemia. Abdominal pain became severe causing three emergency room visits, blackouts, fatigue, dizziness, weight gain, anxiety, decreased sex drive, and more. I had a diagnostic laparoscopy and found scar tissue, but no cause as to why it occurred. Had a uterine ablation attempt #1 but could not do it because of a tear in my uterus. Ablation attempt #2 worked but I have been bleeding ever since (5 weeks) now I am scheduled for a hysterectomy next week.